Event description:
It was reported that the lead had pulled back, resulting in low r-waves, increased capture thresholds and decreased pacing lead impedance. X-ray confirmed dislodgement. A lead revision was scheduled.

Event description:
The lead was successfully repositioned on (B) (6) 2010.